Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 2. The home patient (hp) first reported a se 2367 due to her already cycling power off and on. The baxter technical service representative (tsr) had the hp cycle power off and on and arrow down to alarm log. They found the se 2240. The tsr determined the hp had one white clamp that was not closed. The tsr had the hp close all the clamps to the bags/patient line, press go to start and they were at load the set. They removed the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The hc was operational. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. All bags were properly connected. There were open clamps on the unused supply lines and proper procedures per the user manual were reviewed with the hp. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. The hp discarded the supplies and would use new supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.